Event description:
The consumer called stating that the left caster on her (B)(4) manual insignia wheelchair has allegedly dropped down and fell sideways - wouldn't move. The malfunction has not been confirmed.